Manufacturer narrative:
A complete analysis and testing of the product was performed. Per visual inspection: original cartridge holder not received. No physical damage to inpen front and back shell was noted. Missing injection foot was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Inpen passed front cap investigation with test cartridge holder. In conclusion: inpen received without original cartridge holder. Missing or physically damaged cartridge holder can affect insulin delivery. Therefore, the customer complaint of cartridge holder being lost was undetermined due to inpen being returned without cartridge holder. Missing injection foot was noted during visual inspection. A missing injection foot can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cartridge holder damage. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105nnblna was requested and the product was returned for analysis.